Event description:
It was reported that a laparoscopic coagulation shear curved was used during a laparoscopic nissen fundoplication procedure. It was reported that there was no electric current flowing through the shears. Another device was used to complete the case. There was no consequence to pt.